Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for full system explant due to foot infection. Prior to procedure, it was noted that the patient's right ventricular (rv) lead failed to capture. The rv lead was explanted successfully and not replaced. Patient was stable.